Event description:
Implant date: 1991. Post-operative CT scan indicates that a screw projects out of the bone a few millimeters and may be irritating a nerve root. Explanted in 1995, at which time a pseudoarthrosis was found.